Event description:
The device was used during an unspecified laparoscopic gynecological procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Upon evaluation it was determined that the suture separated.